Manufacturer narrative:
Patient code: 3189 - surgical intervention. It was reported that the patient underwent removal surgery on (B)(6) 2017. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported that she experienced strangulated hernia, recurrence, small bowel resection, anastomosis, debridement of skin and subcutaneous tissue of nonviable abdominal wall, infection, wound vac, pain, infected and necrotic small bowel, component separation. No additional information was provided.